Manufacturer narrative:
Product analysis - part: 7540220, lot: 0075693c visual and microscopic examination confirmed that the thread on the screw was stripped. This is consistent with misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar decompression, fusion, and internal fixation surgery (grade iii) due to lumbar disc herniation. It was reported that while implanting the end cap, the doctor encountered thread stripping of the nut, resulting in misalignment of the threads. There were no patient symptoms reported. There were no further complications reported regarding the event.